Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. Based on a review of available patient¿s record and the reported patient outcome, there were no device issues at the time of the patient outcome. The death was not considered to be device or therapy related. An autopsy would not be performed and the pump was not explanted. Due to patient privacy laws, the account has declined to provide patient outcome information. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient never recovered after implantation and passed away.